Event description:
Information was received indicating that a smiths medical pump was under infusing. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
Returned device was received with th tamper seal missing, no physical damage was found on the pump. No evidence of reported problem in event log was found. During the evaluation of the device the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was under infusing. There was no patient present at the time of the event. There were no reported adverse events.